Event description:
Consumer complaint of erratic blood results. Customer states that she got two "hi" results and then another result of 56 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue or user has high glucose value.

Event description:
Consumer complaint of erratic blood results. Customer states that she got two "hi" results and then another result of 56 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.